Manufacturer narrative:
The reported event insulation abnormality at the distal tip was not confirmed. Visual and x-ray examination of the entire lead did not find any anomalies. The helix retracted and was free of blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an insulation anomaly was observed on the distal portion of the lead prior to implant. The lead was not implanted and a different lead was used to resolve the event. The patient was stable and there were no adverse consequences.